Event description:
It was reported that there was a high-pressure alert. There was patient involvement, and the patient was "affected as a result of the event'. However, no further information was provided.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. A visual inspection was performed. The front housing was damaged (lower left & right edge). Labels were undamaged. Performed a functional check. The customer's reported issue could not be duplicated. The pumps dso sensor was tested and was found to be functioning properly and activating within specification. The root cause was likely a user-related issue. As a result, no further action will be taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.